Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/28/2017 with the following findings:a review of the black box showed evidence of a short battery life with a short voltage drop leading to a call service 128 alarm. The battery compartment and cap were undamaged and were able to fit securely. The rewind, load, and prime steps were performed successfully. The sleep currents were above specifications. The short battery life issue was duplicated. The pump cover was removed to find moisture corrosion to the continuous glucose monitoring module. The sleep current readings returned to specifications after the continuous glucose monitoring module was unplugged from the printed circuit board.